Event description:
Event [preferred term] (related symptoms if any separated by commas) acidosis [acidosis], hyperglycemia (rbgl more than 600 mg/dl since thursday) and went to hospital at intervals (without full hospitalization) [hyperglycaemia], pen is not injecting insulin [device failure], piston rod problem [device malfunction], abnormality in novopen 4 as patient releases insulin from the body after each injection [injection site discharge]. Case description: this serious spontaneous case from egypt was reported by a consumer as "acidosis(acidosis)" with an unspecified onset date, "hyperglycemia (rbgl more than 600 mg/dl since thursday) and went to hospital at intervals (without full hospitalization)(hyperglycemia)" with an unspecified onset date, "pen is not injecting insulin(device failure)" with an unspecified onset date, "piston rod problem(device component malfunction)" with an unspecified onset date, "abnormality in novopen 4 as patient releases insulin from the body after each injection(injection site leaking)" with an unspecified onset date, and concerned a 804 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (80 iu, qd (50 iu am -30 iu pm),)from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 160 cm the patient's weight was more than 80 kg the patient's body mass index were not reported. Current condition: type 1 diabetes mellitus (diagnosed 25 years ago) , hypertension. Concomitant products included - gliptus plus (metformin hydrochloride, vildagliptin). Since an unknown date novopen 4 was not injecting insulin due to piston rod proble. Pen training was offered but the reporter refused saying that she wanted to replace the pen . On an unknown date the patient suffered from hyperglycemia due to the pen's problem, rbgl (random blood glucose level) (blood glucose) was more than 600 mg/dl since thursday) and went to hospital at intervals (without full hospitalization) and also suffered acidosis since last thursday and added using tablets to handle the ae case (hba1c (glycosylated haemoglobin) was 13 (units not reported) it was reported that the patient faced hyperglycemia due to abnormality in novopen 4 as patient released insulin from the body after each injection on an unknown date patient's fbg (fasting blood glucose) was 455 mg/dl then became 400 mg/dl previous day, ppbgl (postprandial blood glucose) was: 400 mg/dl . Batch numbers: novopen 4: kvgu820 mixtard 30 hm penfill: nrgx41 (acc) . Action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "acidosis(acidosis)" was not reported. The outcome for the event "hyperglycemia (rbgl more than 600 mg/dl since thursday) and went to hospital at intervals (without full hospitalization)(hyperglycemia)" was recovered. The outcome for the event "pen is not injecting insulin(device failure)" was not reported. The outcome for the event "piston rod problem(device component malfunction)" was not reported. The outcome for the event "abnormality in novopen 4 as patient releases insulin from the body after each injection(injection site leaking)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 14-dec-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Company comment: acidosis is assessed as unlisted event; hyperglycaemia is assessed as listed event ac-cording to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on definitive diagnosis, medical history of diabetic ketoacidosis, investigation of suspected device, action taken with mixtard 30 hm penfill and outcome of events are unavailable for complete causality assessment. Since acidosis is reported along with hyperglycaemia, it could be related to complications experienced by type 1 diabetes mellitus. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill.

Event description:
Case description: investigational results: name: novopen 4, batch number: kygy820. The reported batch number was not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: nrgx41 (acc). The reported batch number was not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, the case has been updated with the following. Investigation result added imdrf code added relevant fields updated in EU/ca tab is non-reportable? Field was updated as "no" malfunction field updated as "no" narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No investigation was possible, neither sample nor valid batch number was available. No conclusion reached. H3 continued: evaluation summary: name: novopen 4, batch number: kygy820. The reported batch number was not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.